Event description:
During preventive maintenance, it was noted in the ventilator logs technical error codes that indicated power error and a blower communication error. Patient involvement is unknown. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
During preventive maintenance, it was noted technical error codes from (B)(6) 2021 in the ventilator logs that indicated power error and a blower communication error. No service was earlier requested from the user facility regarding these failures. The ventilator was investigated. The noted technical error codes could not be duplicated. The ventilator was upgraded to last software and passed all functional and safety tests and was cleared for clinical use. The root cause of the technical error codes has not been determined.